Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness underneath the lifevest. The irritation was described as red. The patient has no known allergies. There was no alleged device malfunction contributing to the irritation. The patient was recommended to use a water based lotion by a medical professional. Follow up indicated the irritation improved.